Manufacturer narrative:
(B)(4). Concomitant medical products: us157850, m2a-magnum pf cup 50odx44id, 138890. The 11-103206, taperloc por lat fmrl 12.5x145, 279150. The 139252, m2a-magnum 42-50 mm tpr insrt-6, 946360. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-03961. Customer has indicated that the product will not be returned to zimmer biomet for investigation, [remains implanted]. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a left hip closed reduction procedure 11 years post implantation due to dislocation. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of radiographs. X-ray review confirms the dislocation.there is questionable lucency within the acetabulum abutting the acetabular component that may represent osteolysis in zones I and ii. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.